Manufacturer narrative:
Approximate age of device - 5 years, 5 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient ¿s lactate dehydrogenase (ldh) was slowly increasing. Review of the submitted log file was unremarkable. No patient symptoms were reported. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported elevation in lactate dehydrogenase (ldh) could not be conclusively determined. Evaluation of the submitted log file captured the device operating as intended at a set speed. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.